Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
The stem has fractured midway down its length. There is scuffing on the taper surface, and damage on the distal fragment, likely from revision. The fracture surface was analyzed using scanning electron microscopy which determined that the stem fractured due to fatigue. The material composition was consistent to print. DHR was reviewed and found a conforming receiving inspection record for the raw material lot, as well as conformance of the completed devices in the lot to overlays for profile. The patient was (B)(6). Post-fracture x-rays appear to show cement in the proximal area of the stem, however it cannot be confirmed, due to poor image quality, whether the cement extends to the calcar region. Surg tech requires a full cement mantel extending the length of the stem. At the site of the fracture, there is a thin lucency seen surrounding both the medial and lateral boarders of the cement mantel to metal implant interface, which may or may not have existed prior to the fracture. The ap views of the hip demonstrates slight varus angulation of the stem in its post-fracture state, but it is uncertain if this was the original orientation prior to the fracture. If there was varus angulation prior to the fracture, this may have resulted in the fracture itself. No additional complaints have been received from this manufacturing lot. Product compatibility cannot be confirmed. With the information provided, while lacking any pre-fracture x-rays to compare time points, a definitive root cause cannot be stated, however it is known that the fracture occurred by fatigue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt's hip was revised due to a broken femoral stem.